Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pc6685 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: please provide specific number of devices which failed during this single procedure. No further information is available. Procedure name, no further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture was detached from the not control release needle. There were no patient consequences reported. No further information is available.